Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947-58 lead, (B)(6) 2011; 4076-52 lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lv amplitude on the device was decreased, lv capture management was changed to monitor instead of adaptive, and the stimulation resolved. The lead remains in use. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.